Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns pt underwent generator replacement surgery because communication could not be established with the generator due to end-of-service. The generator was returned for product analysis and it was not found to be at end-of-service, and therefore, it is suspected that the programming wand may be the cause of the reported communication errors.